Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) trial patient experienced pain and swelling in her right leg and right foot. Therefore, the patient was hospitalized and the physician diagnosed her with deep vein thrombosis. The patient was placed on bloodthinner medication and the trial leads were removed. The patient remained hospitalized and the issue is ongoing. The trial leads will not be returned as they were retained by the medical facility.